Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient went to the hospital for further evaluation and continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patient are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial (B)(4) ((B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation event. The patient received a treatment at 08:10:52 on (B)(6) 2014. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient went to the hospital for further evaluation and continued to wear the lifevest.